Manufacturer narrative:
(B)(4).

Event description:
(Os 16947). The dentist reported that nearly 2 weeks after the dental implant was installed in intraoral region #8 it was verified its non osseointegration. A 20 ncm of primary stability was achieved and immediate load was not performed. Patient presented bone type ii.